Event description:
The patient was revised due to dislocation. The patient had a competitors head ball and stem.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the known product and lot code since release for distribution. The initial information states the depuy liner was implanted with a competitor product femoral head and stem. This use with competitor product is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.